Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: representative sample were returned for evaluation. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The suture broke during use. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to FDA: 4/8/2019. Additional information: model #, serial #, expiration date, catalog #, lot #, other #, UDI #, and device manufacture date. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.